Event description:
The pt called to report that his pen needles (30 g 5/16") manufactured by mhc medical products, llc are malfunctioning. Pt unable to inject insulin with these needles and is having to change the needles to inject the dose. FDA safety report ID# (B)(4).